Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and tip detachment occurred. The chronic total occluded (cto) in-stent restenosed target lesion was located in the common femoral artery into anterior tibial artery. A victory 18 guide wire was advanced to the target lesion and a 018 non-bsc support catheter was also selected. After exchanges of catheters and wires, pre-dilation was performed with a 2mm coyote balloon catheter but still unable to advance a 7frx90cm contralateral sheath to the target lesion. Another 7.0mmx40mmx135cm sterling¿ balloon catheter was advanced over a 014 mailman guide wire to dilate a segment at the ostium of the sfa. However, during inflation at 2 atmospheres, the balloon ruptured. Upon removal of the balloon, resistance was encountered and delivery catheter was removed but without the tip and the balloon. Further diagnosis revealed that the catheter tip with balloon became stuck on the previously deployed stent. The detached tip was removed using a non-bsc snare and cannulation of the vessel was performed without any harm to the patient. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method code, result code and conclusion codes updated. Device evaluated by MFR: returned device consisted of a sterling balloon catheter in two pieces. The balloon was loosely folded. There is blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. Inspection of the device revealed that the inner shaft is separated 127.8cm from the strain relief and the outer shaft is separated 129.8cm from the strain relief. When the device was microscopically examined it was found that the outer cleanly detached from the proximal balloon waist. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that balloon rupture and tip detachment occurred. The chronic total occluded (cto) in-stent restenosed target lesion was located in the common femoral artery into anterior tibial artery. A victory 18 guide wire was advanced to the target lesion and a 018 non-bsc support catheter was also selected. After exchanges of catheters and wires, pre-dilation was performed with a 2mm coyote balloon catheter but still unable to advance a 7frx90cm contralateral sheath to the target lesion. Another 7.0mmx40mmx135cm sterling¿ balloon catheter was advanced over a 014 mailman guide wire to dilate a segment at the ostium of the sfa. However, during inflation at 2 atmospheres, the balloon ruptured. Upon removal of the balloon, resistance was encountered and delivery catheter was removed but without the tip and the balloon. Further diagnosis revealed that the catheter tip with balloon became stuck on the previously deployed stent. The detached tip was removed using a non-bsc snare and cannulation of the vessel was performed without any harm to the patient. The procedure was completed with a different device. No further patient complications were reported.